Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event controller hardware fault alarm was confirmed via the log file review. The log file spanned approximately 11 days (25jul2022 to 04aug2022 per the timestamp). Controller internal fault activated on (B)(6) 2022 at 16:09 due to lcd communication fault. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. The alarm remained active through the end of the log file. No other notable alarm was observed. The hm3 system controller, serial (B)(4), was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files captured a controller hardware fault alarm. The system controller was exchanged and post-exchange the patient was stable and without complications or consequences. The controller exchange resolved the issue.